Manufacturer narrative:
Date sent to the FDA: 1/10/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon noted ¿intraoperatively, he noted a loop of small bowel plastered up to his midline repair. The adhesions were sharply lysed and the previously placed mesh removed.¿ it was reported that the patient experienced severe pain, inflammation, bowel obstruction, bowel resection, dense adhesions, stress and anxiety. No additional information was provided.